Manufacturer narrative:
Correction: incorrect device UDI was inadvertently pulled into the initial medical device report (MDR). Correct UDI now provided. Correction: type of procedure was a cervical spinal fusion. Also, the site used the tilted image taken and did not re-take an image to get the field of view (fov) they wanted. Software analysis was unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs do not provide any information specific to the reported issue. A subsequent observation indicated that the actual error message was reported on the mobile view station (mvs) and was likely the following message, ¿field-of-view preview cannot be enabled with a rotated image, please reset the image to 0°¿. The image that was provided does not show the error message displayed on the mvs, however, by observing the lower portion of the image, it is apparent that the image had been rotated slightly given the jagged edge displayed. Rotation is performed by utilizing the ¿insert¿ and ¿delete¿ keys on the mvs keyboard. The likely cause was that the operator inadvertently pressed one of these keys.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation as no further issues were reported. At a later date, a surgery was observed by a medtronic representative and no issues were reported.

Event description:
A medtronic representative reported that the site was unable to turn on the field of view (fov) preview because the mobile view station (mvs) was displaying an error to return the imaging system to 0 degrees. The tube/detector was rotated slightly 5 degrees for the anterior posterior (ap) and approximately 12 degrees for the lateral. Rotating the tube and detector to an ap with no tilt and lateral with no tilt did not resolve the issue. The site aligned the imaging system to the anatomy manually. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.